Manufacturer narrative:
It was reported that the patient had laxity of an unknown cause. Revision surgery occurred where the surgeon exchanged the patient's 6mm poly insert for an 8mm insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had laxity of an unknown cause. Revision surgery occurred where the surgeon exchanged the patient's 6mm poly insert for an 8mm insert.